Manufacturer narrative:
The field service engineer visited the facility and initial replaced the elite interface computer. After a reoccurrence of the failure, the engineer returned to the site and replaced the power supply and foot control cable to correct the problem. The elite interface computer and power supply are returning for additional evaluation. Elite foot controller bl2394 efc00237 contributed to the system shutdown confirmed due to malfunctioned foot controller cable. Manufacturing and sterilization records for efc00237, elite interface computer bl2365 eic00199, and power supply bl2351 sps09369 were reviewed and found to be acceptable. This investigation is ongoing. Related complaint: 0001920664-2024-00140.

Event description:
The user facility reported that after the eic was replaced with a new one, the system powered off during a case the next day. No patient impact or intervention reported.

Manufacturer narrative:
The elite interface computer bl2365 eic00199, and power supply bl2351 sps09369 were returned, and evaluation confirmed no problems were found. The root cause was determined to be a defective/malfunctioned foot controller cable on elite foot controller bl2394 efc00237. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates for elite foot controller bl2394 efc00237, elite interface computer bl2365 eic00199, and power supply bl2351 sps09369. No corrective action is required. Correction to h6 investigation findings from: 104 to: 135.